Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery does not hold a charge. Further information was provided that the battery is over four years old, therefore expired. There was no adverse patient impact reported.